Event description:
On (B)(6) 2010 the physician tried to remove the piece of chronic lead which remained in the heart. The remaining portion of the chronic lead could not be removed, so the physician decided to remove the newer lead instead. The lead was explanted and replaced. The replacement was placed more septally (further from the chronic broken lead). The patient remained stable.

Event description:
It was reported that egm's revealed multiple ventricular noise reversions and oversening. The noise signal was erra- tic and measured anywhere from less than 3 mv to greater than 10 mv. The patient still has part of an old ventricular lead loose inside the ventricular chamber which may be making intermittent contact with the electrodes of the newer lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.